Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue recurred.